Event description:
After the primary hip surgery, in post-op recovery when x-rays were taken, it was observed that the cup has not correctly seated. The surgeon decided to revise all components.

Manufacturer narrative:
Batch review performed on 09-jun-2023. Lot 2218079: (B)(4) items manufactured and released on 17-jan-2023. Expiration date: 2027-12-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medical affairs department: revision one day after the primary total hip surgery, due to incomplete seating of the cup. From post-op x-rays it was observed that the cup was not correctly seated. We cannot determine if this is a result of early loss of stability of the cup or if the cup never reached the final seating. The surgeon decided to revise all components. There is no reason to suspect a faulty device.